Event description:
It was reported when the devices were used during a laparscopic gastric bypass procedure, the staples would not fully form and the knife did not advance to cut tissue. Consequently, the case was converted to open. There were no other pt consequences.